Event description:
It was reported that during the hemorrhoidectomy procedure, metal part near tissue pad broke during use. The clamp arm did not fall into the patient. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the clamp arm broken at the mid point. The broken piece was missing. The tissue pad was noted to be present but placed backwards onto the clamp arm. During the manufacturing process the clamp arm and tissue pad condition is 100% inspected. Furthermore, the clamp force is measured and quality takes a sample that includes the inspection of the clamp arm and tissue pad condition.